Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced poor performance due to electrode array position. The recipient reportedly underwent device repositioning surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient¿s device has been activated. The recipient's device remains implanted. This is the final report.